Manufacturer narrative:
The damage found was sustained during the surgical procedure. The pacemaker was otherwise normal.

Event description:
Related manufacturer reference number: 2017865-2021-29302. It was reported that the patient presented in clinic for routine generator change. During the procedure the physician had difficulty attempting to remove the right ventricular (rv) lead from the header of the pacemaker. A new pacemaker was successfully implanted. The patient was stable throughout.